Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, loss of capture was observed on the left ventricular channel and high thresholds were observed on the only configuration that could induce capture. An x-ray (B)(6) 2019 confirmed that the lead had pulled back into the coronary sinus ostium. The physician elected to replace the lead and the patient was stable following.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.